Event description:
After pt was intubated, staff attempted to remove mask from ambu bag. Ambu bag would not disconnected from mask. When another staff member was finally able to pull apart. It came apart at wrong area causing the bvm to be broken/unusable. Pt was quickly placed on vent and bilateral breath sounds were heard.